Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that there was moderate pvl following the valve implant. After the post-implant balloon dilation, the pvl was mild. It was noted that a procedural delay of approximately 30 minutes occurred as a result of the infold.

Manufacturer narrative:
Image review: sixteen media files were reported for review. Patient¿s executive summary was not provided for anatomical assessment. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, a misload was not reported and the valve was used for the procedure. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. During the valve deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be u sed. Evidence suggests that the infolded valve was recaptured and reportedly the system was replaced. A fluoroscopy valve load inspection was performed and confirmed a good load. There is evidence of at least one recapture due to reportedly shallow depth; however, without a contrast injection it is not possible to validate depth. Valve depth after second deployment was approximately 4-5mm on the non-coronary cusp in the cusp overlap view, and 4-5mm on the left coronary cusp in the lao view . As stated in the IFU: the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The depth was deemed acceptable, and the valve was released. During removal of the delivery catheter system, the nose cone interacted with the paddle of the outflow; after manipulation the nose cone was successfully withdrawn without dislodging the valve. Post implant angiogram reveals possible moderate aortic regurgitation/paravalvular leak. An angiogram performed after a post implant dilatation revealed significant improvement of the aortic regurgitation/paravalvular leak, possibly trace. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a standard transcatheter aortic valve implantation (tavi) procedure in a patient with a heavily calcified annulus, a 23 millimeter (mm) non-medtronic balloon (osypka vacs iii) was used for pre-dilatation and a non-medtronic guidewire (safari) was positioned in situ. During initial deployment of the transcatheter aortic valve evfxplus-29, an infold was observed in the region of the non-coronary cusp (ncc), which had a high burden of calcification. A new system and valve were loaded, and the second load check was successful. The first attempt at valve positioning was too high, requiring recapture. On the second attempt, a better height was achieved with an estimated overlap of approximately 4 mm at the ncc and 4-5 mm at the left coronary cusp (lcc), both of which had significant calcification. Despite this, paravalvular leak (pvl) was evident. During removal of the delivery catheter system (dcs), the nosecone approached the c-paddle, but by adjusting the wire position, the nosecone was removed without issue. Given the high calcification load, pvl was expected, and post-dilatation was performed using a 24 mm non-medtronic balloon (vacs ii), resulting in a slight reduction of the pvl. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013090420); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013110358); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013110358); product type: 0195-heart valves; product ID evfxplus-29 (r186060); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.